Manufacturer narrative:
B5. Additional event description added. D4. Catalog, serial and primary UDI number corrected. H6. Medical device problem code a141204 pump stop was replaced with a141203 failure to pump.

Event description:
Additional information reporting "impella defective- they received patient on transfer and got this alarm after changing console. They changed it again with this ongoing alarm . No waveforms or flows present. Advised they will likely need to exchange the pump. No other info at this time."

Event description:
Additional information was received reporting "pt was transferred for (B)(6) medical center to (B)(6) hosp on (B)(6) . Upon aic to aic transfer from (B)(6) there was an impella defective alarm and impella was unable to restart. Unaware if damage occurred during transfer or during aic to aic transfer."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D3 (manufacturer fax) has ben added. H3 has been updated since the product has returned and pi was completed. Pump not detected / pump stop: the cause of the pump not detected and pump stopping during support was eeprom corruption observed as eeprom writing issues during testing of the returned pump. Despite the catheter damage having an unknown cause, it would not contribute to the detection issue as the eeprom should still be able to be read without the catheter.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient for ep/ablation, with a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, an impella defective alarm occurred after automated impella controller (aic) to aic transfer. The alarm appeared after changing consoles and persisted despite further console changes. No waveforms or flows were present. The team was advised that pump exchange would likely be needed. The defective alarm persisted upon aic-to-aic transfer, and the new aic was unable to restart, so the pump was replaced. No issue was found with the aic. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.